Event description:
Product analysis was re-performed on the returned generator and the following results were found: the low battery and eos conditions were not duplicated in product analysis. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.961 volts, (not at ifi) as measured during completion of the final electrical test. The data in the diagaccum consumed memory locations revealed that 48.934% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. As vbat is measured after the burst of stimulation completes, but before the next burst begins, the duty cycle affects the recovery time of the vbat. The short off time associated with high duty cycles does not allow vbat as much time to recover as the longer off time in lower duty cycles. It appears that the generator longevity was significantly impacted by the high duty cycle that was programmed by the physician, and when the lower duty cycle was programmed into the device, the device¿s battery voltage responded as expected. Given that the battery longevity of the device has not been characterized at duty cycles greater than 50%, the fact that the device reached ifi in ~ 2.67 years does not appear to be unexpected, contrary to what was initially believed to be the case. Based on the analysis results, there are no anomalies with this device, and the device is lasting as long as expected.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The programming history was received and reviewed. The analysis revealed that an ifi condition was found prior to explant. The programming history was decoded and found evidence of premature end of service existed by the percentage of battery capacity used measuring 47.527% while showing a battery voltage of 2.794v. Further analysis of the returned generator is underway; however, has not yet been completed to date.

Event description:
Initially, it was reported on (B)(6) 2012 that the patient was referred for generator replacement. Later, it was reported that the generator was ifi = yes. The generator was explanted on (B)(6) 2012 and was received by device manufacturer on (B)(4) 2013. Product analysis was completed and found that the generator showed premature ifi = yes. The low battery and end of service conditions were not duplicated in product analysis. Results of diagnostic testing indicated that the battery status indicated ifi = no in the product analysis lab. The battery voltage was 2.961 volds, (not at ifi) as measured during completion of the final electrical test. The data in the diagaccum consumed memory locations revealed that 48.934% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts to obtain a copy of the physician's programming data are underway; however, the programming data has not been received to date.